Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed loss of capture and sensing. A chest x-ray was performed, and it was confirmed the rv lead was fractured. The decision was made to surgically abandon and replace this rv lead. No additional adverse patient effects were reported.